Manufacturer narrative:
Eval summary: the nominal fit of the implant to the bone preparation is intended to provide an interference fit condition to provide mechanical stability in the absence of bone cement. Depending on pt bone quality and the amount of bone removed, the elasticity of the remaining bone may not allow the implant to seat within normal impact forces in some cases. Cause cannot be definitively determined. Device history records indicate all components were manufactured and inspected to spec. (B)(4). Total # of events: 22. Event type: malfunction. Reason for exemption: this MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.

Event description:
It is reported that the trial fit perfect but when trying to put the implant in, it didn't fit.